Manufacturer narrative:
The logs and archive for the navigation system were reviewed by medtronic personnel. However, the logs and archive provided no a dditional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735585, serial/lot #: version 3.1.2. A representative went out to the site to preform a system check out. It was noted that there were no parts replaced and the system preformed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used intra-operatively for a catheter placement procedure. It was reported that the site was doing a shunt placement. They started with the tracer and the patient had some of the skull missing. They traced over that again, and checked registration. Which looked accurate. After registration, they took out the external drainage system that was in the patient, which took about an hour. When they went to put the catheter in later on, they did not get any cerebrospinal fluid (csf) flow. Then took an imaging spin and realized it doesn't show the soft tissue. So they decided to go get a computed tomography (CT). As they were closing the patient, the junior resident accidentally pulled the catheter out of the patient. Then the chief resident went to place the shunt back in doing a soft pass (without navigation) and was able to get flow at that point. The site noted probable cause to be that brain shift occurred while they were taking out the external drainage system and the csf that was drained caused this. They saw a 3 mm inaccuracy in the lateral direction. There was no other reported harm to the patient and there was a delay of one hour or longer. Medtronic received information that a shunt placement procedure was performed, utilizing the navigation system, on a separate patient without replication of the reported issue.